Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up. It was noted that the pacing lead impedance (pli) and capture threshold had increased. Programming changes were done to account for impedance and threshold issue. Lead will be monitored until generator change since the patient is not pacer dependent.

Manufacturer narrative:
New information received on 1/30/2018 notes that the patient's right ventricular (rv) lead impedance and capture thresholds have increased. The patient was asymptomatic, not dependent and had intact atrio ventricular (av) conduction. The physician elected to continue monitoring the patient.